Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the generator site. The physician believed that the infection was not device related but might be procedure related. The generator site was noted to be open and had some drainage. Antibiotics were administered to the patient. The patient underwent an explant procedure.